Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that they did not receive any pulse alarms from the spo2 when connected to the mx40 with spo2 only. It is unclear at this time if there was a device malfunction. There was no patient injury or ham reported.